Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging light headed, headache, dizziness, itchy rash on legs, shortness of breath nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging light headed, headache, dizziness, itchy rash on legs, shortness of breath nasal or throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the manufacturer received information alleging light headed, headache, dizziness, itchy rash on legs, shortness of breath nasal or throat irritation or soreness that are related to a CPAP device's sound abatement foam. Additional information was received about the allegation of eye irritation; nose irritation; dizziness and/or headache. There was no report of patient harm or injury. Section e1 was updated. Section h6 health effects: clinical codes has been updated in this report.